Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely the amount of use and age of the device (over 14 years) leading to failure of the scope connector part, the electronic component of the circuit boards, or user mishandling. This issue is addressed in the instructions for use (IFU): "irregularity description: the endoscopic image does not appear on the monitor. Possible cause: the color bar image has been displayed. Solution: press the ¿esc¿ key on the keyboard to restore the endoscopic image. Irregularity description: characters do not appear on the screen. Possible cause: the color bar image is displayed. Solution: press the ¿shift¿+¿f7¿ keys on the keyboard to display the endoscopic image."

Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
A user facility reported to olympus that they were only getting color bars. The problem, as reported to olympus, was identified on preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.